Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. It was reported that thirteen months post index procedure that the patient presented emergently with an enlarging aaa. It was noted that the patient had a tear in the graft fabric. The physician relined the stent graft with a 1616124. The type iii endoleak resolved and the patient recovered. The physician does not know the cause of the type iii endoleak, fabric. No additional clinical sequelae were reported and the patient is fine. A review of returned films 1 year post-implant showed that the bifurcate was positioned just below the renals; with ipsilateral limb on the left side. The stent graft od at the left renal was 29mm. The proximal neck was angulated 40deg (a-p) with little l-r angulation seen. There is a 10cm max diameter aaa. There was an area of slight contrast enhancement seen within the aaa sac, near the contralateral limb at the level of the gate, possibly from a type 3 fabric endoleak. Also seen near this location was an area of calcification along the right side of the sac wall. No stent graft issues were seen; both limbs were patent with good distal sealing bilaterally. Images from observed fabric tear reported several weeks later were not available for return. The cause of this possible endoleak could not be determined.

Manufacturer narrative:
(B)(4). Method: film evaluation. Results: endoleak. Cause of event is unknown. Conclusions: endoleak. Cause of event is unknown.